Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study reported on (B)(6) 2020 the intrathecal rate was decreased to infuse at minimum rate. On (B)(6) 2020 the therapy was suspended. On (B)(6) 2020 it was stated that the patient will move forward with pump explant. The outcome of the event was resolved without sequelae on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported that no explant had been documented as of (B)(6) 2021. It was noted that therapy was suspended on (B)(6) 2020 (previously reported). No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the entire system was explanted/not replaced. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were repo rted/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who with an implantable pump for spinal pain. The pump was noted as having administered, compounded baclofen (600 mcg, 333.54378 mcg/day), morphine (1 mg, .55591 mg/day), and bupivacaine (30 mg, 16.67719 mg/day). It was indicated that on (B)(6) 2020 the patient reported worsening radicular (lower extremity) pain. Rotating the opioid to hydromorphone for next refill was noted as having been discussed. On (B)(6) 2020, the pump was refilled with hydromorphone and reprogrammed. It was further reported that during the pump refill on (B)(6) 2020, a pump reservoir volume discrepancy was noted. The expected reservoir volume (erv) was 1.5 ml and the actual reservoir volume (arv) was 7 ml. It was noted that on (B)(6) 2020 the patient reported persistent pain. No intervention was performed at that time as it was a telehealth visit. On (B)(6) 2020 the patient reported debilitating pain. It was also reported that that at a refill on (B)(6) 2020, a volume discrepancy occurred in which erv was 3.4 ml and arv was 9 ml. No further diagnostics or interventions were performed at that time. The patient was scheduled for a catheter access port (cap) dye study for (B)(6) 2020. On (B)(6) 2020 the patient reported severe pain. The pump was reprogrammed, and the intrathecal (it) rate was increased 20% on (B)(6) 2020. A cap dye study on (B)(6) 2020 revealed a normal, intact, and functioning catheter. No further diagnostics or action were taken at that time. The event regarding volume discrepancy at refills was unresolved with no further actions planned. The pump was noted as having administered morphine (1 mg, .61114 mg/day), bupivacaine (30 mg, 18.33422 mg/day), and baclofen (600 mcg, 366.68435 mcg/day). On (B)(6) 2020 the patient reported ongoing pain with a request to have the pump explanted, as she did not feel it is providing pain relief. On (B)(6) 2020, the it rate was decreased in preparation from explant. On (B)(6) 2020 the it rate was again decreased. On (B)(6) 2020 the patient reported no increased pain following the rate decrease. The it rate was decreased again. The it rate was decreased on (B)(6). The event regarding pain was ongoing. The patient¿s weight was not measured at baseline. Regarding etiology of the pain/symptoms, the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. The event was further noted as having been possibly related to drug regarding morphine, bupivacaine, and clonidine; the drug action that caused event was an increase dose. Regarding the etiology of the volume discrepancy, the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. No further patient complications have been reported as a result of this event.